Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to over-torquing the inner coil at the connector region. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was noted to exhibit high pacing impedance. The ra lead was not used and replaced. The patient was in stable condition.